Event description:
In 07/2004, bayer was notified by the customer laboratory that one pt had been given 2 units of rbcs [red blood cells] due to a falsely low hemoglobin result on the advia 70. This event occurred, however, it was not reported to bayer until 6 weeks later. The hemoglobin result reported was 7.5 g/dl. The hemoglobin result after the transfusions was 12.5 g/dl. The physician requested a repeat test on the original sample. The original sample [pre-transfusion] had a hemoglobin result of 9 g/dl. The hospital alleges that they would have transfused only one unit rather than two units if the original result had been 9 g/dl. This MDR is being filed based on the fact that the pt was given 2 units of rbcs rather than 1 unit. Bayer service was called 2 weeks after event and a field servicfe engineer visited the site. A clog was found that apparently caused aspiration problems. Bayer believes this to be an isolated event.